Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results DHR not applicable. Device is fabricated per physician's prescription only. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results no device has been returned from the customer. There have been attempts to establish communication with the provider but there has been no response. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Per rpt 012574 rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the astron clear splint. It was reported that the patient experienced "red swollen tissue" in the intra-oral area where the device touched the tissue (specific site unknown). It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. There was no medical intervention required. There was no allergy test done prior to the use of the device nor are there any past medical history prior to the delivery.